Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. They removed the battery but the insert battery alarm was not displayed on the screen. Troubleshooting was performed. The customer inserted a new battery and the display was no longer blank. There were no battery alerts that occurred before the display went blank. It was also reported that the ring on top of the reservoir compartment had fallen off. They were able to put it back but it keeps falling off. The reservoir keeps getting loose. They did not know how the damage occurred. The customer's blood glucose level was 16 mmol/l. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.